Event description:
A gamma nail was implanted on the pt due to osteosarcoma on the proximal third of the left femur. The nail broke and was revised. No adverse consequences to the pt or surgical delays were reported. Also removed during this surgery were two (2) g/k transverse screws, a gamma set screw and a gamma lag screw.